Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while using the ilet, with concern that the system continued delivering insulin during hypoglycemia; the event involved glucose values around 50¿60 mg/dl for approximately 20¿30 minutes, no back-up therapy, and no medical intervention, and the user received troubleshooting and education including discussion of a potential factory reset and scheduling of additional training. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included no hospitalization, no professional intervention, and resolution without additional therapy. Investigation included customer interview, device-use review based on cgm-driven insulin modulation, and provision of user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia, with the ilet reported to scale insulin delivery according to cgm data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.